Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The reported detachment of the device and the reported physical property issue of irregular appearance of the tip were confirmed via visual, dimensional and scanning electron microscopy analysis (detachment) of the returned device. Although the reported difficult to remove and difficult to advance could not be replicated in a testing environment as it was based on operational circumstances. (B)(4) returned sterile devices were analyzed and the core and coils were intact for all of the guide wires. There was no damage noted to any of the (B)(4) guide wires. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint handling database revealed no similar incidents for device detachment, difficult to remove, failure to advance, physical properties of irregular appearance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the brachial artery. The balance middleweight elite guide wire was advanced through the small and tortuous left radial artery. When it reached the brachial artery the tip of the guide wire was not able to progress any further and the tip appeared deformed. During retraction of the guide wire slight resistance was felt and subsequently the tip of the guide wire separated. The tip remained in the radial and ulnar artery at the bifurcation. The proximal portion of the guide wire was removed without issue. Attempts to retrieve the separated tip with a snare device were unsuccessful. An attempt was then made to fix the tip of the guide wire with a balloon; however, this also failed. The patient was referred for vascular surgery. Under anesthesia, the tip was removed via a small incision in the brachial artery. The patients condition is good while awaiting coronary artery bypass for treatment of left main stenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: stabilizer plus + 4f jr4 diagnostic; sheath: cordis 5f 11cm; other: guideliner. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.